Event description:
Customer reported experiencing high blood glucose and receiving a no delivery alarm and motor error alarms on the insulin pump. She stated that there were two motor error alarms that occurred during priming. She stated that the insulin pump had not been exposed to a strong magnetic field or MRI. She was assisted in clearing this alarm and stated that she was able to rewind the insulin pump. Customer declined troubleshooting for the high blood glucose and no delivery alarm because those issues had been resolved with a complete set change. The blood glucose reading was 259 mg/dl. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed functional testing including rewind, basic occlusion, occlusion, prime a/33, excessive no delivery alarm and displacement tests. No unexpected excessive no delivery alarm. No motor error alarm, motor passed motor test. The insulin pump was received with minor scratched display window, cracked case near display window corners, cracked battery tubes threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.